Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a faradrive sheath was selected for use, however, air bubbles were coming constantly, therefore it was decided to replace the device was replaced and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tear on the outer valve.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a faradrive sheath was selected for use, however while using a pressure bag as method of irrigation for the sheath, air bubbles were coming constantly in the flushing line, therefore it was decided to replace the device was replaced and the issue was resolved. The procedure was completed. No patient complications were reported. No visible air was seen in the patient. The device has been returned for laboratory analysis.